Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer's reported issue was confirmed. The image was ok after aeration. In addition, service found there was a leak from the ethylene oxide valve (eto). The distal end cover insulation failed. The distal end plastic cover was dented. The adhesive of the bending section cover (a-rubber) was cracked. There was an unstable continuity reading from the bending section. The insertion tube was dented due to a bite. There was severe corrosion of the scope connector. Angulation was low. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the subject device for use, a b30 error message (scope communication error) was displayed. There was no patient or user injury reported due to the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a bad electrical contact at internal circuit board of scope connector temporarily occurred due to water invasion of the device from leakage. The event can be detected by following the instructions for use (IFU) which state: warnings and cautions: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.